Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks during an unrelated procedure. It was noted that a magnet had been applied during the procedure. Technical services (ts) recommended an in-person interrogation of this ICD. After interrogation, it was revealed that the shocks were due to oversensing of electromagnetic interference (emi) during the procedure. No additional adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, this ICD system exhibited high out of range pacing impedance measurements that were greater than 2000 ohms along with high capture thresholds. Fluoroscopy was done and showed signs of lead fractures. The physician elected to explant this ICD along with the leads and replace with a new ICD system. No additional adverse patient effects were reported. This product was retained by the facility and is not expected to be returned.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks during an unrelated procedure. It was noted that a magnet had been applied during the procedure. Technical services (ts) recommended an in-person interrogation of this ICD. After interrogation, it was revealed that the shocks were due to oversensing of electromagnetic interference (emi) during the procedure. No additional adverse patient effects were reported. Currently, this ICD remains in service.